Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (lca ostium height of 10.1mm) likely contributed to the coronary artery occlusion and subsequent placement of a coronary artery stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Coronary artery occlusion post sapien 3 valve deployment observed. As reported by our affiliate in (B)(6), prior to a transfemoral tavr procedure, protection of the left coronary artery (lca) was considered to be unnecessary due to the adequate size of the sinus of valsalva (sov) and the degree of calcification on the native leaflets. Post balloon aortic valvuloplasty (bav), per medical opinion, the potential for coronary obstruction was determined to be low. During the tavr procedure, a 23mm sapien 3 valve was deployed in the intended 80:20 aortic/ventricular (a/v) position with nominal volume. Post valve deployment, mild paravalvular leak (pvl) was observed. Post dilation of the valve was performed with nominal volume. After post dilation, the patient¿s blood pressure (bp) recovered; systolic bp was 120 mmhg, diastolic bp was 40 to 50 mmhg. Post deployment transesophageal echocardiography (tee) showed increased blood velocity at the lca ostium. On aortography, the lca ostium appeared to be partially blocked by a native leaflet, although ¿decent¿ blood flow was observed. Intravascular ultrasound (ivus) revealed that 1/4 to 1/3 of the lca ostium was blocked by a native leaflet. Stent placement and ballooning was performed. After the intervention, proper patency of the lca ostium with decreased blood velocity was confirmed. The patient¿s hemodynamics remained stable throughout the procedure. At the time of the report, the patient was doing well. The valve remains implanted in the patient. The native annular valve area measured 370mm2 by CT. Mild valvular calcification and mild aortic root calcification was reported. The sov diameter measured 27.7mm and the sinotubular junction (stj) measured 24.1mm. The lca ostium height was reported as 10.1mm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.